Event description:
The customer reported that they had questionable ion selective electrode (ise) sodium results for a total of two patient samples tested on a cobas 8000 ise module. Of the two samples, one had an erroneous result. The sample initially resulted as 140 mmol/l. The sample was repeated on a different analyzer, resulting as 134 mmol/l. The sample was re- centrifuged and repeated on the original analyzer, resulting as 137 mmol/l. The re-centrifuged sample was also repeated on a different analyzer, resulting as 135 mmol/l. It was asked, but it is not known if any erroneous results were reported outside of the laboratory for this sample. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The ise sodium electrode lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. He cleaned the sipper nozzle, vacuum nozzle, and dilution vessel. He performed multiple ise checks and received no errors. The operator ran calibration and controls; these were within the account specifications. A specific root cause could not be determined based on the information provided for investigation.